Manufacturer narrative:
Per the clinic, on (B)(6) 2015 the patient was administered general anesthesia and the electrode array was explanted. The receiver/stimulator remains in-situ. This report is filed january 21, 2016. The implanted device remains.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array into the middle ear. The implanted device remains.